Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a failed induction command involving this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of device data confirmed the failed command was due to poor telemetry conditions. After repositioning the wand and deciding not to do a magnet reset, an induction test was performed successfully. The s-ICD remains implanted and in service and there were no adverse patient effects reported.